Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 45 mg/dl and their sensor glucose read 70 mg/dl. Troubleshooting did not occur for the customer's low blood glucose. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.